Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the suture reload popped out of the device while the rabbit ears were still down. This was after using it during the case and having loaded and unloaded the device successfully. The needle fell into the patient cavity but was retrieved.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received two endo devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was observed in the jaws of instrument 1. A second needle was returned with the instruments. A bent blade was noted for instrument 1. Witness marks on the bevel wall were observed for both instruments. Witness marks were observed on the cones for one of the needles. Sheering was observed on the toggle switches for instrument 2. The needle was removed from the jaw of instrument 1. Both instruments were loaded with a representative needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.